Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. After downloading a field (gantry position 0 degrees and target position 310 degrees), the gantry moved by itself clockwise to gantry position 190 degrees. Neither the deadman switch nor the f12 alt+enable was activated on the console by the personnel. During this occurrence, a patient was on the treatment table. While rotating, the interlock communication and the electricity of the injector was indicated very high. The gantry couldn't be moved out of the end stop. By activating switch-off and switch-on, the gantry could be moved again. The interlock history wasn't available in the service-mode c-page and the total history of the errors indicated 0 (zero). After controlling the c-page again, one hour later, all interlocks were documented again, but the interlock, caused by communication and electricity injector, was not available. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no injury reported. The complaint behavior may potentially result in a serious injury. There are emergency-off buttons installed and they could have been used to stop the unintended gantry motion in case of danger of collision. Probability: b (improbable). According to the user manual the therapist must supervise the patient treatment all the time and stop any unexpected motion of the system before a patient is injured by moving parts. No other products are affected.